Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device has not been returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4)).

Event description:
A healthcare professional reported that the lower right anchor fractured off an endsnorz sleep appliance (silent nite 3d) device.

Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description. Based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism which could have caused the anchor to break. Corrective action no corrective action is warranted at this time. Complaint handling team will continue to track and trend for similar incidents. Manufacturer internal reference number: (B)(4).